Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the knife head of the harmonic ace instrument was broken. The assistant grabbed debris and removes it from the patient's body. The surgeon believes the fragment fell due to the quality of the product. The fragment was retrieved and confirmed by matching the broken fragment and instrument together. No additional procedure was required to retrieve the fragment. No post-operative tests, such as an x-ray or ultrasound, were performed to check for remaining fragment. The procedure was completed as planned with no report of an injury. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
The harmonic ace instrument has not been received a for failure analysis evaluation. A review of the provided image shows the curved blade of the harmonic ace instrument is broken.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h3, h6, and h11. Device evaluation: the harmonic ace instrument was received and failure analysis found the instrument to have the curved blade broken at the tip of the blade. A piece approximately 0.457" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.